Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was exhibiting rapid battery depletion due to high right ventricular (rv) lead thresholds. The lead was reprogrammed to lower the outputs and remains in use. The ipg remains in use. No patient complications have been reported as a result of this event.